Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of her essure coils explanted during her menstrual cycle"), device expulsion ("expulsion of essure device") and genital haemorrhage ("abnormal heavy bleeding") in a 26-year-old female patient who had essure (batch no. 879291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's past medical history included menorrhagia (not recovered prior to essure), depression and anxiety. Previously administered products included for an unreported indication: mirena in 2009, implanon and patch. Concurrent conditions included hypothyroidism. Concomitant products included alprazolam (xanax) since 2011 for anxiety, citalopram hydrobromide (celexa) from 2008 to 2012 and escitalopram oxalate (lexapro) from 2008 to 2012 for depression as well as lorazepam since 2011 and paroxetine hydrochloride (paxil) since 2011. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal prolonged menses/abnormal bleeding (vaginal, menorrhagia) heavy bleeding/abnormal menstrual periods"), abdominal pain ("severe abdominal pain"), migraine ("migraines/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding"), headache ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, 11 months 25 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). In 2013, the patient experienced vaginal discharge ("irregular vaginal discharge/vaginal discharge") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cysts"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain") and pelvic pain ("pain"). The patient was treated with surgery (on (B)(6) 2013, hysterectomy (partial)), surgery (underwent hysterectomy (partial)), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, vaginal discharge, migraine and procedural pain had resolved and the device expulsion, vaginal haemorrhage, headache, dyspareunia, pelvic pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: since having the hysterectomy surgery, plaintiff¿s symptoms are mostly resolved. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: events per pfs: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dyspareunia (painful sexual intercourse), expulsion of essure device, pain, vaginal discharge, other injury(ies) or complication (s) please describe: ovarian cysts, patient didn¿t undergo essure confirmation test were added, patient's medical history was added, concomitant medications added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of her essure coils explanted during her menstrual cycle") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal prolonged menses"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), vaginal discharge ("irregular vaginal discharge") and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2013, hysterectomy). Essure was withdrawn. On (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, vaginal discharge, migraine and procedural pain had resolved. The reporter considered device dislocation, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, vaginal discharge, migraine and procedural pain to be related to essure. The reporter commented: since having the hysterectomy surgery, plaintiff's symptoms are mostly resolved. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and one of her essure coils explanted during her menstrual cycle (seen as device dislocation). She also experienced abnormal heavy bleeding (seen as genital bleeding).these events are anticipated in the reference safety information for essure. Coils were removed approximately 1 year after insertion. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown and, given its nature, the event one of her essure coils explanted during her menstrual cycle was considered related to essure. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and one of her essure coils explanted during her menstrual cycle (seen as device dislocation). She also experienced abnormal heavy bleeding (seen as genital bleeding).these events are anticipated in the reference safety information for essure. Coils were removed approximately 1 year after insertion. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown and, given its nature, the event one of her essure coils explanted during her menstrual cycle was considered related to essure. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of her essure coils explanted during her menstrual cycle"), device expulsion ("expulsion of essure device") and genital haemorrhage ("abnormal heavy bleeding") in a 25-year-old female patient who had essure (batch no. 879291-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's past medical history included menorrhagia (not recovered prior to essure), depression, anxiety, dysfunctional uterine bleeding, mood swings, irregular menstruation and pap smear abnormal. Previously administered products included for an unreported indication: mirena in 2009, implanon, patch and estrogen. Concurrent conditions included hypothyroidism, kidney infection, dysuria, abdominal bloating, menometrorrhagia, feels poorly, vaginal discharge and fatigue. Concomitant products included alprazolam (xanax) since 2011 for anxiety, citalopram hydrobromide (celexa) from 2008 to 2012 and escitalopram oxalate (lexapro) from 2008 to 2012 for depression as well as lorazepam since 2011 and paroxetine hydrochloride (paxil) since 2011. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal prolonged menses/abnormal bleeding (vaginal, menorrhagia) heavy bleeding/abnormal menstrual periods") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding"). In (B)(6) 2012, the patient experienced migraine ("migraines/migraines / headaches") and headache ("migraines / headaches"). On (B)(6)2012, 5 months 21 days after insertion of essure, the patient experienced abdominal pain ("severe abdominal pain") and pelvic pain ("pain"). On (B)(6)2013, the patient experienced procedural pain ("painful post-operative recovery"). In 2013, the patient experienced vaginal discharge ("irregular vaginal discharge/vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cysts"). The patient was treated with surgery (on 10-may-2013, hysterectomy (partial)), surgery (underwent hysterectomy (partial)), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, vaginal discharge, migraine and procedural pain had resolved and the device expulsion, vaginal haemorrhage, headache, dyspareunia, pelvic pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: since having the hysterectomy surgery, plaintiff¿s symptoms are mostly resolved. Plaintiff claimed abdominal pain and states she has been bleeding since the essure. Two others were deployed without complications diagnostic results: urinalysis was performed: urine protein, normal urine glucose and negative for bilirubin, urine ketones; urobilinogen, nitrate and leukocyte esterase. Urine tests: occult blood. On (B)(6)2013 patient had CT abdomen and pelvis with contrast resulted in changes consistent with hysterectomy. Induration in the pelvic region is seen with fluid interposed between the bowel loops. Suspicious for postop infection. A well-formed abscess is not definitely identified. I am however suspicious for a possible developing abscess between two small bowel loops to the right of midline. Would recommend treating for infection with follow-up imaging as clinically indicated.cysts left ovary approximately 14 mm in size on 10-may-2013 patient had pathology report resulted in corpus uteri (supracervical hysterectomy): proliferative endometrium. No diagnostic abnormalities of the myometrium concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, abdominal pain, vaginal discharge, dysmenorrhea, dyspareunia, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6)2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.